Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept resetting and saying to review settings. Once in a while the insulin pump will shut off and then turn back on. The settings would reset. The insulin pump had a blank display. The customer did not have a new battery to troubleshoot. The front of the screen had a couple of scratches. Customer's blood glucose level was 230 mg/dl. The device was not returned.